Event description:
Approximately 3-4 weeks ago, patient had a power issue on lfs one touch basic meter. Patient is not sure when the issue began with the meter. They claim either the day of the incident or two days prior of the incident. They claim they replaced the batteries and meter still did not have power. Patient ended up taking a sliding scale of insulin; without knowing what blood glucose was at approximately 9:30-10:30pm. Patient thinks they took 27u of nph and does not know how much regular insulin they took. At about 3:00am the following morning, roommate found them sweaty, shaky and not well. Roommate called the paramedics, who treated them on the spot with glucose for about 1 hour. Patient's blood glucose was 20mg/dl when the paramedics arrived. Patient refused to go to the e.r., because of no insurance. Paramedics left once glucose was 90mg/dl. Patient did not have meter available for customer service to troubleshoot.